Event description:
It was reported that during an unknown procedure, the device was blocked on the tissues. It was impossible to re-open the device. He, finally succeeded in forcing with a pair of scissors. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 10/06/2008. Information anticipated, but unavailable at this time.